Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 MDR's filed for the same patient (reference 3002806535-2016-00685 & 1825034-2016-03152 / 03153). Product location unknown.

Event description:
It was reported the patient was revised on the left side due to dislocation. During the revision procedure, the acetabular liner was noted to be fractured. The femoral head, acetabular liner and cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.